Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was scheduled to undergo surgical intervention to implant permanent leads on (B)(6) 2020. During the procedure, the physician was unable to implant the lead as he was unable to access the epidural space. As a result, the procedure was abandoned.